Event description:
Customer reported a past event where blood glucose level dropped to 50 mg/dl. Cause was not known. The customer consumed carbohydrates as a corrective action. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged the advice.